Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device was not working. Per service manual operational and diagnostic, this complaint can be confirmed. It was found during evaluation that the device inserts were broken. The device was deemed non-repairable and it is being placed into long term hold. The physical damage to the device is most likely due to user mishandling of the device or a possible fall. The broken inserts would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the vapr vue wireless footswitch was not working. During in-house engineering evaluation, it was determined that the inserts on the device were broken. There was no procedure nor patient involvement reported. No additional information was provided.